Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that due to large cystocele and rectocele, the patient underwent anterior and posterior repair with implantation of the elevate apical posterior system on (B)(6) 2010.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06061. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that due to protrusion and exposure patient underwent excision/revision of mesh on (B)(6) 2011 by implanting surgeon. (B)(4).